Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer just started the insulin pump and the clear reservoir ring came off. The customer did not provide their blood glucose value. The insulin pump will return.

Manufacturer narrative:
Unit received with missing retainer and missing reservoir tube o-ring. Unable to lock reservoir in place and perform displacement test due to missing retainer.